Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away. Possible cause of death is reported to be natural causes in the death certificate. Customer's friend believes it may have possibly been a heart attack or blood glucose readings. Customer's friend stated that the customer was dehydrated prior to the death. Customer was not wearing the insulin pump at the time of the death as the customer had just gotten out of the bath tub. It is unk how long the customer was off the insulin pump prior to the death. The insulin pump is requested to be sent back. No further information reported.